Event description:
It was reported during an ep procedure using a therapy cool path ablation catheter, the irrigation port of the catheter became detached from the handle edge when the physician rotated the catheter. An alarm sounded from the irrigation pump and the catheter was exchanged with a new one to complete the procedure with no consequences to the pt.

Manufacturer narrative:
The device is in the process of being analyzed. When our investigation has been completed a follow-up report will be submitted.